Manufacturer narrative:
Dates of death, event, and implant: estimated dates. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information provided conclusive causes for the reported deaths cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the patient death. It was reported through a research article identifying mitraclip that may be related to the following: death. Specific patient information is documented as unknown. Details are listed in the attached article: left ventricular remodelling patterns after mitraclip implantation in patients with severe mitral valve regurgitation:mechanistic insights and prognostic implications. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).